Manufacturer narrative:
The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred and antibiotics were administered. The implantable cardioverter defibrillator (ICD) system remains in use. No further patient complications have been reported as a result of this event. Additional information received indicated the event resolved without sequelae. It was also noted that redness and fluctuance with clear drainage was observed at the device implant site. The patient is a participant in a clinical study.